Event description:
Per independent repair center statement the unit would not start. The key failure was the capacitor was defective. Additional malfunctions include the manifold valve was not shifting fully, the sieve beds were contaminated, the power switch had no alarms, and the f tube was leaking.